Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. Customer's blood glucose was 4.7 mmol/l. Customer was advised to revert to back-up plan of syringes and insulin pen. Customer was advised to discontinue use of the pump. Customer was also advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump had an intermittent button response on the esc button due to corroded keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.